Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed in the archive data and during functional testing. When the platform's driveshaft is not in its "home" position, ua45 is triggered. This advisory is typically resolved by pulling up on the lifeband until the band is fully extended, which will return the driveshaft to its "home" position. However, this platform's encoder driveshaft was not rotating smoothly and exhibited binding and resistance. This issue made it difficult for the user to fully pull up the lifeband prior to powering on the device. The lifeband clip insertion slot next to the encoder was damaged. This damage interfered with the driveshaft rotation and is likely the main cause of the ua45 advisory. To resolve the complaint, the encoder gearbox assembly must be replaced. Reviewing the archive data showed multiple user advisory (ua) 45 (not at "home" position after power-on/restart) around the event date, confirming the customer's reported complaint. The platform failed the preliminary functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The defective encoder gearbox assembly (with the driveshaft) needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). No patient involvement.